Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at the emergency room with bacteremia. Transesophageal echocardiogram (tee) imaging performed showed vegetation on the patient's right ventricular (rv) lead. The physician explanted the implantable cardioverter defibrillator (ICD), right ventricular (rv) and right atrial (ra) leads. The patient was in stable condition.